Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the finger touch test due to cursor misalignment, and it was noted that the cursor moved autonomously on the screen, selecting options without any touch input, after the latest software update. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer failed the finger touch test due to cursor misalignment. Also, there was no autonomous cursor movement on the screen, selecting options without any touch input, after the latest software update. It was noted that the finger touch test failed due to touchscreen was broken. It was also noted that the keyboard was missing. The stylus tip was bent. The left and right sliding rails, upper and lower bullets, cord bay, and the keyboard hinges were broken. It was noted that the electrocardiogram (ECG) connector was loose. The incoming functional tests failed. The programmer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.